Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0075) was removed from service due to muscle stimulation, pacing impedance was less than 100 ohms. The physician thought there might be an insulation break, and elected to remove the lead, and implant another cpi (0125) lead.